Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft perforation occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 1.50mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. However, during loading of the wire tip through the balloon catheter, the wire exited from the balloon shaft in a different position other than the exit port of the monorail system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was doing well.

Manufacturer narrative:
UDI=(B)(4). Device evaluated by MFR: returned device consisted of a maverick 2 balloon catheter. The balloon was loosely folded with fluid in the lumen. Microscopic and tactile inspection revealed numerous kinks in the hypotube of the device. Microscopic inspection found no irregularities or damage to the tip of the device. Microscopic inspection found no irregularities with the bond of the device. Microscopic and tactile inspection revealed a puncture 26mm from the tip of the device in the inner and outer of the device. The damage is suggestive of a wire backloaded and puncturing the inner proximally and then the outer shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft perforation occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 1.50mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. However, during loading of the wire tip through the balloon catheter, the wire exited from the balloon shaft in a different position other than the exit port of the monorail system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was doing well.